Event description:
This lead was implanted in (B)(6) 2009 and remains implanted at this time. On routine follow-up, a high impedance measurement of the shock chanel was observed. The hospital called us in to support a lead extraction, of the st. Jude durata lead. When the physician, pulled out the device from the pocket, he observed that the connector to the distal coil was dislodged from the device header while all other leads was fixed. The connector was repositioned to the device, and a measurement of the shock lead impedance performed. The value showed a normal impedance of 44 ohms. No further actions was taken after the connector was plugged and selected with silicone. The physician is unknown at (B)(6). No additional information is submitted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)